Event description:
It was reported that the recently implanted implantable cardioverter defibrillator (ICD) exhibited pacing inhibition on this right ventricular (rv) lead. The health care professional (hcp) advised the deflections on the rv channel inhibited pacing and a 2.5 second pause was observed overnight on the external monitor. Technical services (ts) was consulted and discussed the right atrial (ra) lead threshold test and the deflections on the rv channel that inhibited pacing with rv based timing and oversensing. Ts provided troubleshooting options for possible resolution without surgical intervention. The hcp advised the current right atrial (ra) lead threshold measurement was 0.6mv(millivolts) and the rv threshold was 0.4mv. The rv sensitivity was changed from 0.6mv to 1mv. The patient will have chest imaging performed in the morning and the hcp will do pocket manipulation to try and recreate the issue and will call ts back with an update. No further assistance was requested at this time. No adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that the recently implanted implantable cardioverter defibrillator (ICD) exhibited pacing inhibition on this right ventricular (rv) lead. The health care professional (hcp) advised the deflections on the rv channel inhibited pacing and a 2.5 second pause was observed overnight on the external monitor. Technical services (ts) was consulted and discussed the right atrial (ra) lead threshold test and the deflections on the rv channel that inhibited pacing with rv based timing and oversensing. Ts provided troubleshooting options for possible resolution without surgical intervention. The hcp advised the current right atrial (ra) lead threshold measurement was 0.6mv(millivolts) and the rv threshold was 0.4mv. The rv sensitivity was changed from 0.6mv to 1mv. The patient will have chest imaging performed in the morning and the hcp will do pocket manipulation to try and recreate the issue and will call ts back with an update. Additional information received advised after the adjusted sensitivity there were no additional pauses observed on the telemetry. No further assistance was requested at this time, and the patient will continue normal follow up. No adverse patient effects were reported. The device and lead remain in service.